Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance regarding an anti-reflux y-set in which blood backed up and leaked from the anti-reflux valve. It is unknown how long the set was in use when the condition occurred. The condition occurred during patient use but there was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one used sample contaminated with blood and one unused sample for evaluation. They were visually inspected and the unused sample was functionally tested and the reported condition was not confirmed. Therefore, an assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.